Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode the pulmonary pleurae was punctured resulting in a pneumothorax. The patient was noted to have experienced a low oximetry level which was addressed via medication. Approximately a week later, the electrode was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode the pulmonary pleurae was punctured resulting in a pneumothorax. The patient was noted to have experienced a low oximetry level which was addressed via medication. Approximately a week later, the electrode was successfully repositioned and remains in service. No additional adverse patient effects were reported.